Manufacturer narrative:
The pump alarmed button error and no button response due to corroded keypad traces. The pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump had no response when trying to clear the screen. The customer will be sent a replacement pump.